Event description:
Information was received indicating that the bulb to a smiths medical portex® blue line ultra® tracheostomy tube was found to have a hole in it. There were no reported adverse effects.